Manufacturer narrative:
The referenced ues-40 is not return to olympus medical systems corp.(omsc) for evaluation, therefore omsc cannot evaluate the ues-40 yet. Therefore the exact cause of the reported event could not be conclusively determined at this time. However, according to the literature, postoperative bleeding is known as common complication of tur-p procedure. Furthermore, it was aware that the facility reused the disposable electrode. The reported phenomenon is thought of as common complication of tur-p procedure with incorrect usage of the device. The ues-40 instruction manual states the notice for bleeding and appropriately handling of the device. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is 4 of 5.

Event description:
A couple of days after the turis-p procedure, the bleeding were observed through the drainage catheter for five patients. The physician performed the irrigation of the bladder. The patients were prolonged the hospitalization.